Event description:
As reported, this patient underwent endovascular repair using a gore tag thoracic endoprosthesis (date of implant and device used are unknown). In late 2008, a reintervention took place using an additional gore tag thoracic endoprosthesis to repair aneurysm enlargement (possibly a type iii endoleak following wire fracture). Further investigation is being conducted.